Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage on the right cylinder due to a broken outer silicone layer that caused scarring to the fiber layer of the cylinder. In addition, it was reported that the device was difficult to explant which caused the procedure to be extended; however, the explant and replacement was device was performed. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.